Event description:
Device was implanted 2008. Doctor is concerned about medial and lateral stress shielding on the tibial plateau. Revision surgery has not taken place.

Manufacturer narrative:
This report will be amended when our investigation is complete.